Event description:
It was reported that after t1 deployed, the delivery needle cannot be pulled back, an t2 could not be deployed. T1 was removed from the patient. No patient injury reported. A backup device was used to complete the procedure.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. Both devices are used. The complaints each listed that ¿t2 could not be deployed¿. (B)(4) device t1, t2 and suture were not returned. (B)(4) device had t1, t2 and suture returned. T1 has been creased which indicates it was deployed through and then retrieved back through tissue. Both devices are quite disfigured. The needles have been manipulated now resembling flat/straight configured delivery needle devices. Straight configured delivery needle systems are available. Both actuators are now non-functional due to the damage. They no longer cycle or advance. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Both device conditions indicate difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be established. No further investigation is warranted. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution. This report is for the (B)(4) device. The (B)(4) device has been reported on MFR report # 1219602-2017-00904.